Event description:
Customer reported that the back panel has detached from the cufflator. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval: results - eval of the returned product revealed the back panel is missing from the unit. Additionally the perflex faceplate is scratched and there are some broken perflex pieces that are loose inside the faceplate. Therefore unable to perform readings the unit would not hold pressure. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).